Event description:
The facility's biomedical engineer reported a pump with "failure code 810:02. Will not clear error". Although an attempt had been made, no additional information had been obtained regarding when the failure occurred or whether of not any patient injury or medical intervention resulted from the failure.